Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the reported power pcb assembly and determined the cause of the reported failure to be a shorted integrated circuit chip, designator u5.

Event description:
It was reported that the device would not power on with ac or dc power. There was no pt use associated with the reported failure.